Event description:
A customer reported that their pump's battery was depleting faster than expected, requiring daily charging, and the pump had unexpectedly shut down, necessitating the replacement of all supplies upon restart. Additionally, the usb port door was about to fall off and would not stay closed as it used to. There was no adverse impact to the customer's blood glucose level. The customer declined a call back for further follow-up and was in the process of obtaining a new device since their current one was out of warranty. No additional information was available regarding the outcome of the event.